Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. Surgical intervention was performed and the lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.